Manufacturer narrative:
Investigation summary: one 3ml syringe in a fully sealed blister pack confirmed to be from batch #8311878 (B)(4). Was received. It was observed there was a brown embedded foreign matter particle in the threaded portion of the tip of the barrel. It appears to be burnt plastic and is larger than level 3 in size which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that before use of the bd 3ml precisionglide¿ safety-lok¿ syringe with detachable needle there looks to be a thread and brown dot on the inside of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 3ml precisionglide¿ safety-lok¿ syringe with detachable needle there looks to be a thread and brown dot on the inside of the syringe.